Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported tissue damage could not be determined. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One ntr clip delivery system (cds) was successfully implanted, reducing mr to a grade of 1. On (B)(6) 2020, echocardiogram was performed and showed the posterior leaflet had torn from the annulus. Mr was noted to be stable and the patient had no symptoms. The clip was also confirmed to be stable on both leaflets. No additional information was provided.